Event description:
I've been using fixodent since (B) (6) 2005. While using fixodent, I began experiencing numbness and tingling in my extremities especially my hands. I have been diagnosed with neuropathy. My neuropathy is permanent and continued medical care and treatment. Dose or amount: denture creme; frequency: once daily; route: oral. Dates of use: (B) (6) 2005, till present. Diagnosis or reason for use: denture adhesive creme. Event abated after use stopped or dose reduced: no.